Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not verify the reported issue. The epgs calibrated and ran normal. The fsr removed and replaced the suspect epgs and completed a full release test on the replacement epgs. The unit operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the software data logs and returned the suspect device to the manufacturer for further evaluation .

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, there was a "service gas system "error message on the electronic patient gas system (epgs). The device was not changed out, as the perfusionist (ccp) confirmed fractionated of inspired oxygen (fio2) with another oxygen (o2) analyzer, then used manual adjustments on system-1 base for flow rate and fio2. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.